Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed an out of calibration force sensor. A review of the pump history indicated that loss of cartridge detection had occurred, which was reproduced during investigation. The short load step was unable to be investigated due to the out of calibration force sensor causing lack of cartridge detection. Unrelated to the complaint, during evaluation a cracked battery compartment was observed, which has no effect of insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
Pump is returned for a short load step. Evaluation revealed an out of calibration force sensor. This report is being made based on the evaluation results.